Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) shocked them seven times in a row. It was further reported that the patient had to have their doctor come program off the device's defibrillation therapies. The crt-d remains in use. No further patient complications have been reported as a result of this event. Additional information received indicated the patient did have a device check or in office visit. The shocks were indicated as in-appropriate and were due to t-wave oversensing (twos). Intervention was performed, with sensing re-programmed from bi-polar to integrated bi-polar, detection rate increased, and beta blockers increased. However, failed to respond to the above intervention/action performed. Therapy and alert was turned off. Additionally, it was confirmed that the patient did receive recurrent shocks, and had recurrent clinic visits with emergency room visit and hospitalization.